Event description:
The customer reported that an 840 ventilator display had disappeared while in use on a pt. The pt was not harmed or injured as a result of the event. The eval of the device has not been completed.

Manufacturer narrative:
(B)(4).